Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2009 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted due to recurrent stress incontinence with intrinsic sphincter deficiency.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence with intrinsic sphincter deficiency. It was reported that following insertion the patient experienced erosion. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 09/15/2016. Additional information: age/date of birth. Additional narrative: it was reported that following insertion the patient experienced incontinence and incomplete bladder emptying.